Event description:
Some studies stored online in medical imaging from dicom push import from a customer's legacy pacs, which had non-standard configuration settings, may be associated with an incorrect patient and misidentified as belonging to that patient.

Manufacturer narrative:
Mckesson medical imaging company determined that non-standard configuration settings on the legacy pacs and horizon medical imaging (hmi) at spectrum health contributed to the reported problem. The problem was resolved by returning the particular configuration variables to their default settings. It was determined that the hmi system at spectrum health was the only customer which had configuration settings that would give rise to the reported problem.